Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling poorly and presented to the emergency room. A cardiologist indicated that an episode started as atrial tachycardia/atrial fibrillation (at/af) with rapid ventricular response (rvr), and a shock caused the patient to go into a ventricular tachycardia (vt). It was noted that the patient received inappropriate therapy which was detected as ventricularfibrillation (vf). The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.